Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral stem; unknown humeral bearing; unknown glenosphere; unknown glenoid base plate. The complaint is in investigation, once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034 - 2018 - 09155; 0001825034 - 2018 - 09157; 0001825034 - 2018 - 09158; 0001825034 - 2018 - 09160.

Event description:
It was reported patient underwent left shoulder arthroplasty. Subsequently, patient was revised one year post implantation due to arthritis. No additional information is made available.

Event description:
It was reported patient underwent initial left shoulder arthroplasty, and subsequently underwent a revision approximately one year post implantation due to loosening of glenoid component secondary to a glenoid bone fracture. Pain and decreased range of motion had been reported prior to the revision procedure. No other complications were noted.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received: UDI: (B)(4). Concomitant medical products : 118001 versa-dial/comp ti std taper 323550, 115310 comp rvrs shldr glnsp std 36mm 463660, 113633 comp primary stem 13mm mini 040020, 115375 comp rvs tray +5mm co 44mm 327300, xl-115364 arcom xl 44-36 std +3 hmrl brg 449900, 115330 comp rvrs shdr glen bsplt +ha 951760, 180552 comp lk scr 3.5hex 4.75x25 st 096610, 180559 comp nlk scr 3.5hex 4.75x25 st 287790, 115397 comp rvs cntrl 6.5x35mm st/rst 864340. The complain is under investigation. Once the investigation is completed a follow up MDR will be submitted.

Manufacturer narrative:
The complaint can be conformed based on operative records provided stating the glenoid component was grossly loose. The glenoid and glenosphere were removed without difficulty. There was a fracture of the inferior third of the glenoid, which was the cause of the glenoid loosening, . DHR was reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.